Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, an unknown disposable tubing separated resulting in a leak of contrast fluid. The reporter stated that the new j loops in the emergency room (ER) are not working with computerized tomography (CT). The reporter assumed the tubing to be compatible with pressure injection, but it was not. An incident report for the most recent patient experience was filed as the patient was almost shot in the face with the contrast as it came out the opposite port. Luckily, she was in the room watching and ready to stop the injection. There was a 20g intravenous (IV) injection in the antecubital (ac) space with a beautiful flow and a 2.5 ml/second injection. The standard injection and IV. There was no patient harm reported.